Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a laminectomy procedure, it was observed that the cutter device had snapped in half and was broken. It was reported that the event occurred right before the surgery began and all pieces of the device were retrieved. There was no delay to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the cutter was broken. It was also noted that the device was examined and photographed using 40x magnification and based upon the photographs taken, the angle indicated that there was excessive force applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive lateral or side to side force which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.